Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6fr sheath, after a peripheral interventional procedure. Reportedly, following clip deployment, bleeding continued and a hematoma developed. Manual arterial compression was applied to treat the hematoma and achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the starclose se device. There was a reported clinically significant delay in the entire procedure. No additional information was provided.